Event description:
It was reported that during an unknown procedure, can't apply clip successfully. It is unknown how case was completed. No patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the er420 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 16 clips as intended. The reported event could not be confirmed as the device was found to be fully functional. However, a plastic bag was received with 1 conforming clip and 1 scissored clip. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.